Event description:
On (B)(6) 2012, pancreatic head carcinoma and infiltration of duodenum. Ddt2212 and ddt2210 were applied. On (B)(6)2012, the pt complained of stomachache, anemia, vomiting blood (only that day), and (B)(6) (it continues still now) and was taken to the hosp. After the doctor inspected and found a perforation around the overlapping position. It was opposite of the tumor.

Manufacturer narrative:
We manage all of potential complications regarding use of stent based on clinical eval report. In the case of perforation, it was found by clinical eval, and the risk of this complication is controlled by risk management report. It was confirmed by reviewing the device history record of the device that there was nothing significant, that it was manufactured normally. We are monitoring such complications continuously. This report is a retrospective report due to a FDA foreign inspection warning letter. Perforation from patient's condition is one of well-known side effect. For this issue, it is documented in the product's user manual. However , the suspected device is not registered to us FDA and it has not been shipped into the us.